Manufacturer narrative:
Product analysis: the device was returned for evaluation with the balloon in a post-inflated state. There was a detachment of the inflation hub from t he hypotube. Kinks were evident on the hypotube distal to the detachment site with the detachment site on the hypotube material appearing oval and jagged. Inflation/deflation testing could not be performed because of the detachment of the inflation hub. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent when the stent hub detached from the de livery system during balloon deflation post deployment of the stent. The balloon did not fully deflate. There was no damage noted to the packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion intended to be treated was the circumflex (cx) artery. There was mild degree of tortuosity and no calcification. There was no resistance noted during delivery to the lesion site. There was no extra force applied during insertion/advancement of the device. The hypotube was not kinked and re-straightened during use. The rest of the delivery system was slowly removed after the balloon deflated halfway. The detached portion was successfully removed. There was no patient complications reported as a result of the event.